Manufacturer narrative:
(B)(4).

Event description:
Procedure type: wedge resection. According to the reporter: in surgery, the device was used, but on the thin tissue part where the root of the device was applied, oozing occurred. An electrical knife was used to stop the bleeding. After surgery, a reddish drain was confirmed 3 hours later, the amount of reddish drain was 600cc, so re-operation was begun. The actual amount of blood in the drain was 400cc. It was found that systaltic bleeding occurred from the part where bleeding was stopped by electrical knife. Ligation was done this time. No additional tissue resection was necessary. An additional 100cc bleeding by the 2nd surgery occurred. The patient is currently ok.